Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope was black when flexing. There were no reports of patient harm.

Event description:
No additional information was provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d8, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found intermittent/flicker image when angulated. Based on the results of the investigation and previous investigations, it suggests probable causes such as damaged or deterioration of parts due to wear and tear, without any design or manufacturing issues. The most probable cause of reported issue was cause traced to expected or random component failure without any design or manufacturing issue. The definitive root cause of reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.